Event description:
On september 11, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultrasoft lancing device had damaged/stripped threads. The patient indicated that the alleged lancing device issue started three days earlier. After the alleged issue began, the patient reportedly developed symptoms of thirstiness and tiredness. The patient did not take any actions related to diabetes treatment as a result of the lancing device issue. The patient denied receiving medical intervention and was not tested on another device. The lancing device was replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged lancing device issue started.

Manufacturer narrative:
Test strip lot # not provided. Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.